Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp)had an out of box failure. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: contact person name: (B)(6); contact person e-mail address: (B)(6), contact department: biomed, contact person phone number: (B)(6). Getinge field service engineer (fse) found safety disk out of box failure. Fse replaced safety disk drive. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.